Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l at the time of incident. The customer¿s current blood glucose value was 22 mmo/l. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege under delivery on insulin pump. The infusion set cannula was bent. The insulin pump will not be returned for analysis.